Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 months ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg despite troubleshooting attempts. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted device will not be returned as it was discarded.